Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube, cracked reservoir tube window and tube lip, and a missing end cap sticker.

Event description:
It was reported that customer's insulin pump alarmed button error. Customer cannot clear the alarms. Customer's blood glucose was 7.4 mmol/l. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.